Manufacturer narrative:
H11: two actual devices were received for evaluation. A visual inspection was performed, and it was noted that the two pieces of emc3459a were packed in the packing of code emc9191 batch 22b05t061. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: is not available for the product reported in d4. This product code is sold/distributed outside the us and is deemed same as or similar to product distributed in the us; therefore, there is no unique identifier (UDI) for this product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) mirafilter IV (intravenous) extension sets were labeled incorrectly. The filter was the correct set, but primary packaging was incorrectly labelled as ¿emc9191¿ instead of ¿emc3459a¿. This event was observed during an unspecified process step prior to patient use. There was no patient involvement. No additional information is available.